Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
A small amount of noise on rv lead caused an inappropriate vf detection. Vf detection criteria was extended to help prevent this in the future. The physician decided to leave this lead actively implanted.